Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a channel a failure. This condition had the potential to interrupt delivery. This condition occurred upon programming/setup. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "channel a failure" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of a 803:07 failure code and determined the root cause of this condition was a defective pump head module. The channel a pump head module was replaced in order to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.